Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no occluded, no leakage and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 122 mg/dl at the time of the incident. The customer was at 225 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness in a past low incident. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was not completed. The insulin pump and reservoir will be returned for analysis.